Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right colon surgery, when removing the right colon, the staple could not be used, the device did not fire. The device was changed to resolve the issue in order to complete the case. There was no patient injury.